Event description:
Reporter indicated he was having problems with his programming system. The physician indicated that during interrogation of a patient's device, the settings had been reset to a higher setting. At another patient's office visit, the physician reported interrupted interrogations until interrogation could not be performed at all. Using another programming system, the patient's device was able to be successfully interrogated. The programming system is expected to be returned to the manufacturer for analysis.